Event description:
There was an allegation of calibration issues and questionable estradiol results from the cobas e 801 analytical unit. The results for one sample were 620 pg/ml, 72.300 pg/ml, and 78.400 pg/ml.

Manufacturer narrative:
The reagent lot number was 93120400. The expiration date was not provided. The investigation is ongoing.